Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).